Event description:
Procedure: laparoscopic nissen. According to the rptr: the needle would detach from the device as the surgeon pulled on the stitch. The needle fell into the pt cavity and was retrieved. The surgery was delayed ten mins. The pt was not harmed; there was no bleeding or tissue damage.

Manufacturer narrative:
(B)(4).